Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. One sample and one photo were provided to our quality team for investigation. The sample was received in an opened blister package. Upon visual inspection under 10x magnification, the safety mechanism exhibited residues consistent with equipment lubricant and showed physical markings indicative of the needle becoming jammed during activation. The accompanying photo documents the condition of the received sample. The probable root cause may be a jam that occurred during manufacturing and was not detected during subsequent processing steps. Furthermore, a device history record review was completed for provided lot number 5120220. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd needle sftygld 25x5/8 rb had foreign matter. The following information was provided by the initial reporter: material # 305901. Batch # 5120220. Verbatim: substance in the safety glide needle.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.